Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital by ambulance and their blood glucose (bg) dropped to 26 mg/dl with no pulse. For treatment, the patient was resuscitated at the hospital and given narcan. The patient was discharged after a few hours. The pod was discarded.